Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 12 photos were provided for investigation. The photos were reviewed and additive abnormality, gel air bubbles, foreign matter (fm), and label lift can be seen within the photos. Molding defect and underfill cannot be seen in the photos. Additionally, 30 retain samples were subject to a visual inspection for gel air bubbles, additive abnormality, fm, label lift, and molded part defects. 0 of 30 retain samples failed visual inspection. In addition, 20 retain samples were subjected to a draw test for low or no draw. All tubes were within specification. Complaints for sample quality are under statistical control for the month of september 2023. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd is able to confirm additive abnormality, gel air bubbles, fm, and label lift based on customer photos. Bd is unable to confirm this complaint for molding defect and underfill. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that after opening package bd vacutainer® sst¿ blood collection tubes 1 tube had negative pressure in tube,27 tubes had abnormal additives, and 3 with cap deformations. Stage: after opening the outer packaging defect: negative pressure is less than 1 tube 27 bottles with abnormal additives cap deformation 3 pieces.

Event description:
It was reported that after opening package bd vacutainer® sst¿ blood collection tubes 1 tube had negative pressure in tube,27 tubes had abnormal additives, and 3 with cap deformations. Stage: after opening the outer packaging. Defect: negative pressure is less than 1 tube. 27 bottles with abnormal additives. Cap deformation 3 pieces.

Manufacturer narrative:
Initial reporter facility name: (B)(6). H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.